Event description:
A file separated in the canal during a procedure. The canal was filed with the separated piece in place without sequela. No further treatment is planned.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced ty previous reported events. The lot of product involved in this event was previously investigated and found to have damaged flutes caused by the assembly machine during manufacture. Corrective action has been initiated.